Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350-399 mg/dl. Cause of bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, and potassium. Customer was discharged the following day with the issue resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.